Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. Daily hv lead impedance log data shows an abrupt increase for hvb and svc=66 to 3384 ohms peak between (B)(6) 2011. 1 - patient alert for hvb-hva lead z > 200 ohms on (B)(6) 2011.

Event description:
It was reported that the lead had high impedance. The lead was inactivated, and a new lead was implanted. No patient complications have been reported as a result of this event.